Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high but not out-of-range shock impedances. Defibrillation threshold (dft) testing was performed and a 31 joule shock could not cardiovert the induced arrythmia. Tachy therapy was programmed off and the patient was issued a life vest. Surgical intervention was performed and the lead was capped and replaced. No additional adverse patient effects were reported.